Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The patient had no visual complaints. The topical steroid drops were increased. In a follow up, the optometrist reported that the event resolved with the treatment, within one week. The patient was noted to be doing well at the last postoperative visit. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).